Event description:
Diagnosed with esophageal cancer (stage 4) ((B)(6) 2021); diagnosed with brain cancer (stage 4) ((B)(6) 2021). Started using philips CPAP dreamstation in 2017, then developed the aforementioned problems.